Manufacturer narrative:
Device evaluation. Only unused cartridges of the same lot number were returned as representative samples. All 45 returned 1mtec30 cartridges were sealed. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge, model 1mtec30 split at the top where the plastic is thin near the collar. No patient contact or injury was reported. No further information was provided.